Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized four times due to low blood glucose, but the hospitalizations happened prior being on the insulin. The caller stated that sensor glucose versus the blood glucose seems to be of by 80 points. The blood glucose reading was 395mg/dl. Reviewed the sensor trace report glucose graph section and it was above optimal level. Advised the caller that the differences between the sensor and the glucose level reading may indicate a momentary pressure on the site that was eventually relieved. No further information was provided.